Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were short v-v intervals noted on the implantable pulse generator (ipg). The right ventricular (rv) lead exhibited non-physiological oversensing, electromagnetic interference and noise. The rv lead had a polarity switch to unipolar settings. The right atrial (ra) lead exhibited unstable thresholds, no capture and far field r-wave (ffrw) oversensing. The ipg and the rv lead were reprogrammed, and both the leads and the ipg remain in use. No patient complications have been reported as a result of this event.